Event description:
It was later reported that the patient admitted to plugging their mpu into a surge protector at one point, possibly creating a short.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of unknown alarms from the mobile power unit were not confirmed. The heartmate mobile power unit (serial #: (B)(6) was not returned for analysis. Log files were submitted for review spanning approximately 2 days (12nov2022 ¿ 14nov2022 per timestamp) and 2 days (13dec2022 ¿ 15dec2022 per timestamp). There were no atypical alarms while connected to the mpu and the mpu appeared to function as intended. Pump operation was not affected. Multiple good faith efforts were sent asking if there were any further alarms and if any products would be returning; however, to date no response has been received. The root cause of the reported alarms was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was still having sporadic alarms from the mobile power unit (mpu) despite changing mpu batteries at the previous visit. No alarms or messages were coming from the controller when the mpu alarmed. No messages or alarm lights were coming from the mpu. The patient was asymptomatic during the events. Log file review captured routine events and the mpu voltage appeared stable while in use. The mpu was exchanged.